Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that a patient with two m6-c devices presented with osteolysis and was revised. It is unknown if there was a device malfunction or deterioration. Both devices were explanted.

Manufacturer narrative:
Corrected data: b5: both devices remain implanted. D7: devices were not explanted. G1: (B)(6) manufacturer narrative: h10: the two devices were implanted at index level c4/c5 and c6/c7 and were in vivo for 104 months and 52 months in a 50-year-old female patient. It was reported that the patient was presented with osteolysis. The both devices remain implanted. Radiographs were not provided thus a radiographic assessment could not be performed by spinal kinetics. The radiology review, dated 2011, stated satisfactory alignment with no new abnormalities. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. Lab reports were not provided to the manufacturer. The reports provided indicated the patient experienced minimal pain post-operatively, controlled with simple analgesia and follow-up instructions. There is no indication that device malfunctioned and therefore, not suspected to be a contributory cause of the revision.